Manufacturer narrative:
Date sent to FDA: (B)(4) 2018

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that on (B)(6) 2012 the patient underwent surgery to remove the mesh at the (B)(6), who found dense adhesions to the abdominal wall. A small bowel resection was performed and the mesh was removed completely. It was reported that the patient continues to experience pain, irritable bowel syndrome, diarrhea, constipation, recurrent hernia defects, loss of sleep, loss of energy, anxiety, depression, loss of appetite. No additional information was provided.